Event description:
It was reported that a pt underwent a sling procedure in 2009. During the procedure, after the sling was placed, when the surgeon attempted to tighten the device, the band broke. An incision was necessary on the left side to remove the device. A return to surgery in the future will be necessary for a marshall-marchetti repair.

Manufacturer narrative:
Date sent to the FDA: 10/14/2009. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.